Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the surgeon console (sc) right-hand controller trigger was stiffer and more difficult to press than normal. The patient was in the operating room and under anesthesia when the issue occurred. There was no injury to the patient.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console (sc). Review of the field service notes indicates that the trigger housing was inspected and upon disassembly, a small excess piece of molded plastic, was found causing interference with trigger movement. The excess material was carefully filled to smooth the contact surface. The trigger housing cover was reassembled, and all housing screws were torqued to specification. The trigger was retested and operated normally with no abnormal resistance. Tele-operation testing was also completed successfully. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.